Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of liquid spill on the pneumatic back-plane printed circuit board and burnt marks on expiratory channel printed circuit board were found. The printed circuit boards were cleaned and after successful tests the ventilator system was sent back in service. Pneumatic back-plane is an interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor, which are located in the inspiratory section. Expiratory channel board contains electronics including microprocessor for e.g. Expiratory flow measurement performed by the flowmeter inside the cassette and electronic connections to and from the cassette. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. There is no information on how the liquid spill entered the ventilator and most probable source of water was the IV line. Unfortunately, the device's logs have not been provided, no further analysis has been possible. Our conclusion is that the cause of this issue has been established as accidental damage and was related with water contamination from IV line.